Manufacturer narrative:
Since the subject device was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc presumed there was the possibility this phenomenon was attributed to the gi board failure of the subject device. The cause of the gi board failure was unable to be identified. However it might have occurred due to accidental electrical components failure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the gi board failure which caused no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.